Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as "high" specific value not provided, cause was not known. Reportedly, the pump time was incorrect, cause was unknown. A correction bolus and an mdi injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed for the high bg and the alleged issue was verified in the pump logs; however, no failure was identified. The failure investigation has been completed for the settings issue. Based on the analysis, the alleged issue could not be verified.